Manufacturer narrative:
This is a non-sterile device with no expiration date. Medwatch#: mw5117150. Imdrf device code a180305 captures the reportable problem of device being stuck in scope, reprocessed, and used in another procedure.

Event description:
It was reported to boston scientific corporation that a hedgehog double-end brush was discovered to be stuck in an endoscope during an egd (esophagogastroduodenoscopy) procedure on (B)(6) 2023. During the procedure, the brush tip was found in the scope after the scope was placed in the patient. The brush tip was removed with forceps. The endoscope was removed from the patient and a new endoscope was used to complete the procedure. There were no patient complications reported as a result of this event.